Event description:
It was reported that defective source circuit issue was observed during lead replacement. ICD was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis confirmed an alert for possible output circuit damage detected in the field. The device was tested on bench and using automated ate tests. No anomalies were detected. The cause of the alert for possible output circuit damage could not be determined.